Event description:
It was reported that there was no electronic operation and the device had a cracked case. No patient injury was reported.

Event description:
It was reported, that there was no electronic operation. And the device had a cracked case. No patient involvement.

Manufacturer narrative:
Updated description, to show no patient involvement.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted and deemed unrelated to the current customer reported reason. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a torn serial number label, damaged housing near the battery holder, front panel is bent and has a crack to the right of the manometer. Functional testing found no electronic power - damaged wires on the interface board and battery holder assembly. The root cause of the reported issue was found to be user interface damage. Replaced battery holder, interface board, housing, faulty oscillator block, replaced case labels, replaced MRI battery, o ring washer, and o rings. Device passed all functional testing.